Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01397. Reference MFR report: 1627487-2015-01398. It was reported the patient coded during the procedure to implant the scs system. The event reportedly occurred right before the surgeon was about to close the patient's incisions. All product was removed from the patient. Follow-up identified the patient was reportedly doing well postoperative.